Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2024 , that on (B)(6) 2024 the patient experienced a skin reaction. Date of event is an approximation. It was reported that the patient experienced a skin reaction with rash, and redness, covering an unknown part of the skin, which occurred an unspecified day after the sensor had been inserted (no information about insertion site). From the information available the patient is referring to a recurrent issue, but the patient did not report a specific amount of sensor, or a time in which the skin reactions occurred. The patient stated the red rash develops after 3 or 4 days, and lasts for 7 or 8 days after, and called it incredibly uncomfortable. There was no photo provided. The skin reaction has been treated with an antiseptic ointment, topical creams, antihistamine tablets and other unspecified creams. The patient was contacted for more information but was unwilling to answer questions regarding the event and declined to provide more information. It could not be confirmed if the antihistamine tablets were over-the-counter tablets or were obtained with a prescription. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.